Event description:
It was reported that a peritoneal dialysis (pd) patient passed away. The cause of death was unknown. It was not reported if pd therapy was ongoing at the time of death. It was not reported if an autopsy was performed or if a death certificate was available. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). It was reported that approximately one week prior to the patient passing away, the patient was hospitalized for a "cardiac problem" treatment administered for the "cardiac problem" was not reported. The patient was discharged from the hospital to home. While at home, the patient passed away. The cause of death was reported to be due to cardiac disease and cardiac failure, but this was unable to be confirmed by the nurse. The patient was connected to the homechoice (hc) device and receiving dianeal solution for peritoneal dialysis (pd) therapy at the time of death. The event history logs of the homechoice device were evaluated. The investigation revealed that no failure, iipv (increase intraperitoneal volume) events or malfunction was identified that could have caused or contributed to the reported event of death. Therefore, the homechoice is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.